Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery depleted from 100% to 0% overnight. Customer reported an elevated blood glucose (bg) level of 359 (mg/dl) and delivered a manual injection. During troubleshooting with tandem technical support, a review of the pump data indicated that the pump repeatedly annunciated an "out of range" alert that was not addressed and battery subsequently depleted. It was recommended that the pump be placed in a location during the night where alerts can be heard.